Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 14, 2015. (B)(4).

Event description:
It was reported during inflation the inflation port burst. Additional information received on 09/29/2015 informing that the retention balloon had already been placed in the patient when the device was being inflated. The device was removed and replaced with a different product. It was further reported that there was no harm to the patient as a result of the inflation port bursting open. Also, a photo was provided depicting the reported complaint issue.

Manufacturer narrative:
It was discovered on november 12, 2015 that the initial MDR MFR report # 1049092-2015-00607 submitted on october 14, 2015 omitted that no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Also discovered that the codes were incorrect in the initial MDR. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).